Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the setscrew fell out of the pulse generator during implant. The device was not implanted.